Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
It has been identified that no bhr revision was performed on this patient after all. The devices are functioning well and has not been revised. Confusion has been caused due to incompetence. This event does not meet the criteria of a complaint.